Manufacturer narrative:
Diopter: +21.00. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. A visual inspection of the returned product found the optic torn in two pieces. Piece of the optic is torn off and missing. There was evidence of dry red color residue on optic surface. The aq cartridge was returned and there is no visible to the cartridge. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2010v +21.00 diopter three piece silicone lens into the patient's right eye. The lens cracked into two pieces during insertion into the eye. Lens was removed with no patient injury. Backup lens, same model and size was implanted. Cause of cracked lens is unknown.

Manufacturer narrative:
(B)(4).